Manufacturer narrative:
The investigation has determined that non-reproducible, higher than expected glucose (glu) results were obtained from multiple patient samples processed using vitros chemistry products glucose glu slides lot 0023-3233-9086 on a vitros 5600 integrated system. A definitive assignable cause of the events could not be determined. Based on historical quality control results, a vitros glu lot 0023-3233-9086 performance issue is not a likely contributor to the event. The results of vitros glu within run precision testing performed on the vitros 5600 integrated system were within acceptable guidelines. Additionally, historical qc results were precise. However, a slide cartridge or individual slide related issue could not be entirely ruled out as a cause of the event. An instrument related issue cannot be entirely ruled out as a contributing factor of the event as diagnostic precision testing was not performed on the vitros 5600 system. Pre-analytical sample processing could not be ruled out as a contributing factor as it is unknown if the customer was following the sample collection device manufacturer¿s recommended centrifugation protocol. Improper pre-analytical sample handling could have contributed to the event. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. Continual tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros glu reagent lot 0023-3233-9086.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report non-reproducible, higher than expected glucose (glu) results were obtained from multiple patient samples processed using vitros chemistry products glucose glu slides lot 0023-3233-9086 on a vitros 5600 integrated system. Patient 1 sample result of >625 mg/dl vs an expected result of 95 mg/dl . Patient 2 sample result of >625 mg/dl vs an expected result of 215 mg/dl . Patient 3 sample result of 620 mg/dl vs an expected result of 99 mg/dl . Patient 4 sample result of >625 mg/dl vs an expected result of 116 mg/dl . Patient 5 sample result of >625 mg/dl vs an expected result of 72 mg/dl . Patient 6 sample result of >625 mg/dl vs an expected result of 203 mg/dl . Patient 7 sample result of >625 mg/dl vs an expected result of 270 mg/dl . Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The higher than expected vitros glu results were not reported from the laboratory and no treatment was initiated, altered or stopped based on the results. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report is number five of seven MDR¿s for this event. Seven 3500a forms are being submitted for this event as seven devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment 602623.